Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that two of them have the same issue with the addition of having also particles inside the syringe rcc received a complaint via phone. Case description: customer states that they received two different boxes from two different lot numbers with a similar issue. With the first box (lot# 3139736), three of the syringes have particles melted into the plastic. With the second box (lot# 3150714), two of them have the same issue with the addition of having also particles inside the syringe. Product: bd luer-lok syringe.